Event description:
It was reported that an occlusion alarm occurred. Reportedly the customer is wearing the cartridge for longer than 72 hours. Tandem technical support (cts) informed customer that wearing the cartridge for longer than 72 hours, is off label per the user guide. Customer did not recall how they resolved the occlusion. No reported impact to the customer¿s blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider.